Event description:
Bard power loc max 20g 0.75in needle cracked and broke at luer lock at distal end of port needle during blinatumomab continuous infusion. Resulted in immunotherapy spill exposing patient, caregiver, and medical personnel to a biohazard. Required ER visit, unplanned hospitalization, drug waste, added cost, additional port access, and close monitoring for complications.

Event description:
Bard power loc max 20g 0.75in needle cracked and broke at luer lock at distal end of port needle during blinatumomab continuous infusion. Resulted in immunotherapy spill exposing patient, caregiver, and medical personnel to a biohazard. Required ER visit, unplanned hospitalization, drug waste, added cost, additional port access, and close monitoring for complications.